Event description:
It was reported that following the installation of a ring, the operator lost the anti back valve at the extraction of the catheter. This accessory remained in the abdominal cavity or in the wall of the patient. After an exploration time to find it, the surgical team decided to discontinue research and don't proceed of an intraoperative radiography.

Manufacturer narrative:
(B)(4): information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent.